Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 547 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (arm). The cannula was also found to be bent. A new pod was applied.

Manufacturer narrative:
The device was received with no visible cannula. Inspection found the exposed portion of the soft cannula torn off at the tip of the needle. It could not be determined when or how this occurred. Inspection of the needle mechanism found no damages or deficiencies. A root cause for the reported dislodged cannula could not be determined. Due to the observed damage, the exposed portion of the soft cannula could not be inspected, the reported bend/kink cannot be confirmed and this damage is just an observation.